Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to their clinic after receiving a shock while doing yard work. Upon interrogation, the device was found to be in safety mode and a fault code oxa was also noted. Boston scientific technical services (ts) recommended replacing the patient's right ventricular (rv) lead and device due to the device possibly shocking into a shorted lead. No adverse patient effects were reported. A revision procedure was performed and the device and lead were explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted bodily fluid contamination in the lead barrels and an arc mark on the back of the device case. An x-ray inspection noted the plasma fuse was blown. The interrogated monitoring voltage was 3.097 v, and the battery status was beginning of life (bol). A review of the device memory noted that the device entered safety core due to three oscillator mismatch faults which occurred after the device shocked into a shorted lead. No further analysis was performed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The device was later returned for analysis.